Event description:
It was reported that the pump was being primed at 6000 rpms. Upon completion of the 5 minute run time, the pump would not shut off via the system monitor. The system monitor showed pump stop 15 countdown then alternated with a blinking 83 and the pump would not shut off. Another system monitor was obtained, but in the meantime, the system monitor went blank and restarted at which time the pump was able to be stopped with the pump stop button and 15 second countdown. To ensure proper priming, the pump was hooked up to a new system monitor and run for an additional minute as standard protocol.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of an error message 83 on the system monitor could not be confirmed as the unit was not returned for further analysis. A product return request letter was sent to the customer's site in an attempt to retrieve the device. Correspondence sent to the customer site indicated the complaint file would be closed if the device was not returned for evaluation by 24oct2016. To date, the product associated with the event has not been returned, and the complaint file will be closed accordingly. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Heartmate ii power module instructions for use revision d states if the screen does not function properly, contact the company's technical service department for assistance. Heartmate iii patient handbook revision b, section 1 cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.